Manufacturer narrative:
It was reported, that the device malfunctioned during surgical procedure. We tried intensively to get additional info from the hosp. We called on oct. 10, 12, 14, 16, 20, 26 and nov. 2, 7 and 17, spoke with different persons and left messages. In spite of these efforts, it was not possible to get any additional info concerning the reported event. Therefore, no in depth investigation of the reported event is possible and no conclusion can be drawn. Fabius gs is designed in accordance to the relevant standards. The device functionality as well as the relevant ventilation and anesthesia parameters are observed by internal routines. Optical and acoustical alarms will be generated if a device malfunction is detected or any alarm limit of the ventilation or anesthesia parameters is crossed.